Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site performed a power cycle. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the camera moved oppositely. Reportedly, when the surgeon moved the camera left, it went right and vice versa. A 30-degree endoscope was in used on usm 2 and instrument movement had no issue. The issue was resolved after power cycle of the system. The procedure continued robotically and the system would be monitored. Intuitive followed up and obtained additional information: the customer informed there was no other information available.